Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system checkout. The system was calibrated and aligned and the issue was resolved. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000496 (kit svc 02 alignment pin )serial/lot #: unknown, ubd: , UDI#:. Product ID: bi71000495 (kit svc o2 alignment fixture) serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during an electrode and lead placement procedure. It was reported that the 3d image was wobbly and magnified compared to the newer imaging system at the site. This image quality was impacting the accuracy. Additionally, the surgeon reported that there was movement even though the patient was stationary (poor image quality). They took a second spin with the same issue. They didn't have the system in park, so they tried a third spin with the system in park with the same result. At this point, they brought in their second imaging system and was not experiencing the same issues. There was no impact to the patient outcome. Delay was less than an hour.